Event description:
It was reported that during an implant procedure, it appeared that the l4 spinous process was fractured. The spacer was placed at l4/l5 and left in place. The patient was doing well postoperatively.